Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump not working and the patient was unable to use the device as a result of the mechanical issue. The ipp was explanted with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported mechanical issue of this inflatable penile prosthesis (ipp) was confirmed through analysis. Analysis determined that the fluid loss resulting from the hole identified in the tubing junction of the ipp was the most probable cause of the reported allegation. Technical analysis: the pump and cylinders were returned for analysis to our post market quality assurance laboratory. The cylinders of the inflatable penile prosthesis were visually and microscopically inspected and leak and pressure tested. Both cylinders had wear at folds in the cylinder bodies. The kink resistant tubing (krt) of cylinder 1 was worn down to the filament. Both cylinders passed functional testing. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell. The reservoir kink resistant tubing (krt) was worn down to the filament. No leaks were found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir. The momentary squeeze (ms) pump was visually and microscopically tested, and underwent leak and functional testing. Leak tested. A hole, due to fatigue, which led to a leak in the pump strain relief krt (cylinder) junction was identified. The damaged tubing was removed. The pump was then functionally tested and performed within specification. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. .

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly. The patient was unable to use the device as a result of this mechanical issue. The ipp was explanted with no clinical consequences to the patient reported.